Event description:
It was reported that the pulse generator could not be interrogated. After the initial interrogation attempt the device exhibited loss of capture. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to battery depletion. The battery was at end-of-life (eol). After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun